Event description:
The dr claims that the graft was implanted for femoral-femoral procedure and blushed more than normal. The graft was left in. The procedure outcome was successful. The pt's condition is fine. Note: the exact incident date is unknown, appears, at this time, to be unattainable and has therefore been approximated based upon the report date.